Event description:
It was reported resistance was encountered upon removal of this ureteral stent. Continual removal attempts against resistance resulted in stent breakage and the distal segment remaining in the kidney. A percutaneous nephrolithotomy was performed for successful removal. The pt's condition is good. The device was rec'd, evaluated and retained by this MFR. The distal 1-2cm of the stent was detached and not returned for evaluation. The extrusion of the device was soft and pliable. No indications of material degradation were noted. The distal pigtail was easily uncoiled during investigation. Co's f/u indicated this pt had a significantly sized kidney stone which may have been encrusted and an eswl procedure was performed following removal of the detached stent segment. Co believes the pt anatomy and/or stone size may have contributed to this event.